Event description:
The user stated she received high troponin t results for two pt samples. The original results were reported due to their policy to repeat any positive result. Sample 1 initial result was 0.146 ng per ml, repeat result was less than 0.010 ng per ml twice. The result of less than 0.010 ng per ml was reported. Sample 2 initial result was 0.711 ng per ml, repeat results were 0.015 ng per ml and 0.014 ng per ml. The result of 0.014 ng per ml was reported. The field service rep could not duplicate the issue and verified the analyzer operation by running performance tests, calibration and qc which were acceptable.